Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 08/01/2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 07/03/2013 with the following findings: the pump prime history showed large prime volumes occurring on 04/28/2013. During testing, a rewind, load, and prime were performed successfully with no issues. A force sensor calibration test was completed and the force sensor was found to be out of calibration. The pump was opened and contamination was found on the force sensor.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (large prime volume) issue. Mother reported the pump has been skipping the load step after a cartridge change. States she noticed issue about a week ago. Reported that pump has skipped the load step 3 times so far after a cartridge change. Denied trauma to pump. Denied evidence of moisture in pump. Denied power loss in pump. Reported patient is currently still using pump for insulin delivery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.